Event description:
It was reported that pump issued cartridge alarm 20 and that this type of alarm had occurred previously with same pump. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged pump replacement and discussed option for out-of-warranty loaner pump.